Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. The pump powered up properly after the battery installation. The pump was received with operating currents within specification. However, the pump was received with a corroded battery tube. No low battery alerts noted. The pump passed the unexpected restart, rewind, basic occlusion, displacement and self tests. However, unable to prime the pump during the prime test due to a faulty force sensor resistor. The pump had a missing end cap sticker, a cracked case at the display window corners, cracked battery tube threads and minor scratches on the lcd window. Act.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 534 mg/dl. The customer was treated with manual injection. The customer stated she was trying to program a bolus to correct a bolus high blood glucose when the issue occured. The customer stated keypad is not responding. The customer doesn't recall any significant event leading to the keypad issue. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was not able to troubleshoot for low battery because she removed the battery from the device.